Manufacturer narrative:
(B)(4). A review of manufacturing records was performed and found no discrepancies related to the reported issue. If additional relevant information is provided in the future, the complaint will be reopened and a follow-up report will be submitted. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It is unknown if the device will be available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
As reported by the patient's husband to the product coordinator, a certas plus valve either did not reprogram properly or changed settings after being reprogrammed. It was further reported that the patient became lethargic and was told that her ventricles were over drained.